Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer claimed the unit broke at a weld at the mast.